Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 529 mg/dl at the time of incident and current blood glucose level was 529 mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of high blood glucose. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done by the patient for the high blood and the customer alleging the pump was under delivery. The customer was treated with the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. Device was programmed with 75 units bolus with water filled reservoir. The device left in reservoir matched the units was delivered.